Event description:
It was reported that the patient went to the emergency room (ER) with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached over 250 mg/dl while wearing the pod. The patient reported administering large amounts of insulin with no changes to his bg levels, when checking the pod it was noted that insulin was leaking which prompted the patient to remove the pod prior to arriving to the ER. Symptoms reported include hyperglycemia, thirst, frequent urination diarrhea and muscle pain (feet and back). The patient was treated with intravenous saline fluids and insulin injections. The patient was unable to recall the exact date the medical attention was sought and cited two possible dates, (B)(6) 2025. The patient was released from the ER after 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.1. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.